Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a ventricular episode and classified the rhythm as ventricular fibrillation (vf), resulting in delivery of a shock. Technical services (ts) reviewed the episode and determined the electrograms were consistent with electromagnetic interference (emi). The shock was confirmed to be inappropriate, and a seven-second pause was noted during the episode. Post-therapy rhythm was ap/vp. Ts recommended determining the patient's activity at the time of the event. Follow-up revealed the patient was undergoing a radiofrequency (rf) nerve ablation procedure, and the device had not been programmed appropriately prior to the procedure. The patient was not symptomatic and did not lose consciousness. The delivered therapy did not induce, alter, or accelerate an arrhythmia. At this time, the device remains in service. No adverse patient effects were reported.